Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One osseotite® tapered certain® implant 4 x 11.5mm (xifnt411) was returned for investigation. Visual inspection of the as returned product identified signs of damage about the implant head, and the drive feature is noted to contain fractured pieces of unknown screw. The pieces could not be removed. No pre-existing conditions were noted on the per. The reported product was located on tooth 36 (fdi) and used for approximately 2.5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). Device history record (DHR) review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event(s) (screw fracture) or product (xifnt411 & biomet internal hex screws). Therefore, based on the available information, device malfunction has occurred, as the screw is fractured and the implant cannot disengage the pieces. The reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier (B)(6). Age at time of the event unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Type of the device unknown / not provided. Additional device information unknown / not provided. Premarket identification unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
The doctor reported that a prosthetic screw was fractured. The affected dental position is #36. The doctor confirms that the procedure was completed and that the patient did not suffer any negative impact on his health.